Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-16557; 2938836-2019-16560. It was reported that when the patient presented in the hospital for not feeling well with shortness of breath and emphysema, the patient's system has been found to have an infection with endocarditis. System extraction was discussed.